Manufacturer narrative:
(B)(4). Complaint conclusion: as reported by the sales rep, that during a diagnostic peripheral angio procedure while inserting a 5f mynxgrip (mx5021) vascular closure device (vcd) into a 5f unknown sheath the physician retracted the sheath, the shuttle and advancer tube was also retracted with the sealant which stuck to the end of the advancer tube. The advancer tube partially exposed the sealant that came back with the advancer tube. There was no reported patient injury. There was no damages or anomalies noted when removed from the package. The device was prepped and tested per the instructions for use prior to deploying. The physician inserted the 5f mynxgrip into the unknown sheath, inflated the balloon and pulled back two stops (until hard stop) but did not feel a ¿click¿ or engagement. He then opened the side port for hemostasis, then shuttled down the sealant. Manual compression was applied for less than 30 minutes. The physician did shuttle down completely. There was no significant resistance when shuttling down and no unusual force was applied when retracting the sheath. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The device was returned with the procedural sheath pull back against the shuttle handle. Sealant was not returned; therefore, the relationship between the sealant and the advancer tube/shuttle cartridge could not be determined. The balloon bond was inspected at high magnification for anomalies that may have obstructed the device path. It was observed that the adhesive taper was missing. This condition may have contributed to the reported failure. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot presented no issues during the manufacturing process that can be related to the reported event. The failure reported as ¿failure to deploy¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported failure experienced by the customer may have been missing balloon bond adhesive which may have obstructed the device path during the deployment step. This issue appears to be related to the manufacturing process of the product¿ a risk assessment already has been initiated to address the issue.

Event description:
As reported by the sales rep, that during a diagnostic peripheral angio procedure while inserting a 5f mynxgrip (mx5021) vascular closure device (vcd) into a 5f unknown sheath the physician retracted the sheath, the shuttle and advancer tube was also retracted with the sealant which stuck to the end of the advancer tube. The advancer tube partially exposed the sealant that came back with the advancer tube. There was no reported patient injury. There was no damages or anomalies noted when removed from the package. The device was prepped and tested per the instructions for use prior to deploying. The physician inserted the 5f mynxgrip into the unknown sheath, inflated the balloon and pulled back two stops (until hard stop) but did not feel a ¿click¿ or engagement. He then opened the side port for hemostasis, then shuttled down the sealant. Manual compression was applied for less than 30 minutes. The product will be returned for analysis. The physician did shuttle down completely. There was no significant resistance when shuttling down and no unusual force was applied when retracting the sheath. Per the product analysis on 20apr2017 the balloon bond was inspected at high magnification for he balloon bond was inspected at high magnification for anomalies that may have obstructed the device path. It was observed that the adhesive taper was missing.